Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a femoral angiogram, a starclose se device was used for arteriotomy closure. Reportedly, the next day, bleeding was discovered. Exploratory surgery found active bleeding from the femoral artery. There was no starclose device clip found. The patient expired. It was not specified if the operator was trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event - the customer reported the product experience on (B)(6) 2013, but provided no other information; therefore, this will be the estimated date of occurrence. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.